Manufacturer narrative:
The device was discarded at the user facility and not returned to the manufacturer for evaluation. Procedural or medical imaging was not provided. Without the return and physical evaluation of the device, the investigation is unable to determine if a condition existed that would have caused or contributed to the reported event. The event as described could not be confirmed. The instructions for use (IFU) identifies premature coil detachment as a potential complication associated with the use of the device.

Event description:
It was reported that coil deployment was going well until the vessel tapered down to about a 1.5mm. After that, the coil would not form. Due to retracting and re-advancing, the coil detached within microcatheter. The physician reported that the broken coil embolized to the spleen, causing a minor infarction. Everything was removed and the physician snared the coil in the splenic artery. The patient outcome was reported as stable.